Manufacturer narrative:
According to the field, the ra lead will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant procedure, helix extension issues were noted when placing this right atrial (ra) lead. Once the ra lead was placed, high pacing threshold measurements were observed. The physician elected to replace the lead and during the removal process, helix retraction issues were noted. The ra lead was eventually explanted and was never in service. No adverse patient effects were reported.